Event description:
It was reported that the pt stopped being able to hear in (B)(6) 2009. He came to the office on (B)(6) 2010, the external parts were replaced, but he was still unable to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.